Event description:
The pt experienced paralysis from the chest down. The paralysis was relieved after the lead was explanted. The health care professional also indicated that a clot was removed. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).